Event description:
The customer reported via phone call that they had a no delivery alarm. Customer stated the alarm occurred twice, but the customer was able to manually rewind the insulin pump. The customer also reported a motor error alarm occuring after the no delivery alarm occurred. Customer also received a low battery warning after the insulin pump rewinded. The customer's blood glucose was 280 mg/dl at the time of incident. The customer stated the no delivery alarm was resolved by an infusion set change. The customer was unable to troubleshoot at the time of the call. Customer agreed to return the reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.